Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. No failed battery test alarms noted. Unit passed the rewind, basic occlusion test, prime/force sensor system test and displacement test. However, unit received stuck in the motor error loop during bolus/basal delivery. Unable to confirmed motor position encoder error alarm due to erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched lcd window.

Event description:
It was reported that the customer received a motor error alarm during a bolus. The customer's blood glucose was 187 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. The customer was able to complete the rewind sequence. The customer also reported cracks around the battery opening of the insulin pump. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.